Manufacturer narrative:
Final analysis found the device was normal. No anomalies were found.

Event description:
It was reported that the patient received a pacemaker change on (B)(6) 2019 and later developed a hematoma on the implant site. A hematoma evacuation was performed. The patient was brought in to the clinic for a post hematoma evacuation check. The incision site was inspected and it was discovered that the incision "broke" opened. The patient was admitted for a pacemaker system removal due to infected pacemaker pocket. On (B)(6) 2019, the pacemaker system was successfully removed. The patient was in stable condition throughout the event.